Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on tip and plunger clamps in the reported problem area of the pipetter assembly. Fse replaced both clamps and the lld contact spring. The instrument was inspected, tested without further problem, and returned to service.